Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending artery. A 3.00mmx24mm promus premier¿stent was selected however when an attempt was made to load the device on the guide wire, it was noted that the stent was hanging off the end of the stent delivery system (sds). The device never went inside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the majority of the crimped stent (bat the proximal 3 rows of stent struts)were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The stent was not detached from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending artery. A 3.00mmx24mm promus premier¿ stent was selected however when an attempt was made to load the device on the guide wire, it was noted that the stent was hanging off the end of the stent delivery system (sds). The device never went inside the patient's body. No patient complications were reported.